Event description:
The customer reported that the system would not performed fluoroscopic x-ray. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the snubber assembly, printed circuit board, cables and calibrated the generator. The system was tested and found to be working as intended and put back in service.